Event description:
(B)(4) study. It was reported that following a percutaneous coronary intervention, the lesion was re-stenosed. A 4.0x20mm, 90% stenosed, de-novo lesion located in the left main coronary artery (lmca) proximal left anterior descending (lad) ostial bifurcation. The lesion was pre-dilated and a 4.0x24mm, 4.0x20mm, and a 4.0x8mm taxus element stents were implanted in an overlapping manner. Post-dilation resulted in 0% residual stenosis. The 3.5x15mm , 75% stenosed target lesion was located in the mid left anterior descending (lad) artery. A 3.5x16mm taxus element stent was implanted and post-dilation resulted in 0% residual stenosis. In (B)(6) 2012 it was reported that patient experienced stable angina and target vessel revascularization. In (B)(6) 2014, 1048 post index procedure the target lesion located in the lad was 80% re-stenosed and was treated with balloon angioplasty resulting in 10% residual stenosis. No additional patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR ID # 2134265-2015-02450, 2134265-2015-02451. It was further reported that in (B)(6) 2014, patient presented with stable angina, a 20% diffuse in-stent restenotic lesion of the previously placed 4.0x20mm and 4.0x8mm taxus element stents located in the left main coronary artery (lmca) were treated with balloon angioplasty, resulting in 0% residual stenosis.